Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. It was noted that the sample clotting time was not sufficient for the specifications.

Event description:
The customer received questionable results for ion selective electrode- sodium (na) and ion selective electrode-chloride (cl) for one patient sample. All results are in mmol/l. The sample had an initial na result of 160; and an initial cl result of 121. These results were reported outside of the laboratory, and the physician questioned the results. The sample was repeated on the same analyzer. The repeat na result was 140 and the repeat cl result was 100.1. The repeats were believed to be the correct result by the customer. There was no adverse event. The lot number for the na and cl electrodes in use were not provided. The field service representative was unable to determine a cause. He performed checks and precision testing. The checks were within specification. The qc results were within the customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.